Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6) , intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. In cut femur state ¿system time out¿ error occurred due to exposure motor stall. As the error have occurred in different handpieces it point to fault in tcu. In bur loading state ¿system time out¿ error occurred due to ¿tool homing failure¿, the application tried to recover the handpiece and moved from fault state to identified state. During this period tcu tried to home the exposure motor, as the exposure motor was not moving the homing failed and tool_homing_failure occurred. On entering in admin screen from kpc testing user observe critical error, which occurs due to invalid patient ID. Also, there is a overcut which is occurred on femur bone removal state and tibia bone removal state. The most likely cause of this event is associated with a fault on the cori console. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. According to 500230 rev g user manual "cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Results of investigation: updated. The real intelligence cori, part number rob10024, serial number sn (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. For the first real intelligence robotic drill (B)(6), when user enters on create new patient screen ¿critical error occurred¿, this occurs due to exception in qtmultimedia library. In cut tibia state, due to exposure motor stall, the motor stalling could have caused overheating and hence during ¿handpiece calibration verification¿ state we got tool overheat error. On handpiece change (B)(6), in cut femur state ¿system time out¿ error occurred due to exposure motor stall. As the error have occurred in different handpieces, it points to fault in tcu. In this instance, for both drills, the most likely cause of this event is associated with a fault on the cori console. For the real intelligence cori, in cut femur state ¿system time out¿ error occurred due to exposure motor stall. In bur loading state ¿system time out¿ error occurred due to ¿tool homing failure¿, the application tried to recover the handpiece and moved from fault state to identified state. During this period tcu tried to home the exposure motor, as the exposure motor was not moving the homing failed and tool_homing_failure occurred. On entering in admin screen from kpc testing user observe critical error, which occurs due to invalid patient ID. Also, there is an overcut which occurred on femur bone removal state and tibia bone removal state. The most likely cause of this event is associated with multiple known software bugs. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. According to 500230 rev g user manual "cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka revision surgery, the system prompted a "system time out" error. The operation was continued by running a diagnostics test, inserting a new bur and re-calibrating. When resuming the tibia burring, the bur would not spin. The bur was re-inserted and re-home feature was used, and the bur would work back again. Before continuing burring, the gap plan was reconfirmed. Once they resumed cutting, the bur over-resected the proximal tibia by several millimeters. A saw was used to smooth out the cut and verify accuracy with the visualize cut screen. After the case had ended, drill diagnostic tests were ran, and they confirmed they were working fine; however, when exiting out the drill diagnostics/kpm testing, the "critical error" was displayed each time. The procedure was completed after a non-significant delay using a smith and nephew backup device, and no injuries were reported as a result.

Manufacturer narrative:
D4 and d10 have been updated.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. In cut femur state, ¿system time out¿ error occurred due to exposure motor stall. As the error have occurred in different handpieces it point to fault in tcu. In bur loading state, ¿system time out¿ error occurred due to ¿tool homing failure¿, the application tried to recover the handpiece and moved from fault state to identified state. During this period tcu tried to home the exposure motor, as the exposure motor was not moving the homing failed and tool_homing_failure occurred. On entering in admin screen from kpc testing user observe critical error, which occurs due to invalid patient ID. Also, there is a overcut which has occurred on femur bone removal state and tibia bone removal state. The most likely cause of this event is associated with a fault on the cori console. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. According to 500230 rev g user manual "cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.